Event description:
It was reported that during a normal follow-up visit, upon interrogation the pacemaker exhibited a code indicating it was in safety mode. A replacement procedure was performed. The pacemaker was discarded by the hospital and not expected to be returned for analysis.

Manufacturer narrative:
The pacemaker was discarded by the hospital and not expected to be returned for analysis.